Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 85% stenosed, 40x3.0mm, concentric, de novo target lesion contained <=45 degree bend and was located in the non-tortuous and mildly calcified bifurcation of the left circumflex artery (lcx) and the proximal left anterior descending (lad) artery extending to the mid and distal lad. After a mach 1 guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Following predilation with a 2.5x15mm apex balloon catheter, a 20 x 3.00 promus premier¿ drug-eluting stent was selected for use and advanced to treat the lesion; however, the physician noted that the stent was deformed. The device was removed and the procedure was completed with another promus premier stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).